Event description:
It ws reported that a pt haz z-syndrome. The lense was repositioned, a capsular tension ring was placed and a yag was performed 1 week later. The pt status was reported as "doing well. Some vitreous in anterior chamber." This report refers to the pt's right eye.

Manufacturer narrative:
The lens remains implanted; therefore, it can not be returned for eval. A retain sample from the same lot (37442924) was dimensionally inspected and all dimensional measurements were found to be within spec. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current info rec'd, a definitive root cause of the reported event would not be determined.